Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the potential product code/lot# combinations were conducted with no findings.

Event description:
The user facility reported that a tr band was placed on the patient and was hemostasis achieved. They removed air to get a flash of blood return once that happened, they could not achieve patient hemostasis until 25cc's of air was placed in the band. Band then leaked air while patient was in recovery causing bleeding and manual pressure to be held. There was no patient injury/medical or surgical intervention. The patient was not affected by product malfunction, manual pressure was held. The procedure outcome was successful. Additional information was received on 09june2020: the patient was in stable condition. Hemostasis was achieved by manual compression.